Event description:
On (B)(6), 2023, the patient underwent an emergency evar for an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses. The patient was a dialysis patient, so a trunk ipsilateral leg was implanted from just below of the superior mesenteric artery (sma) and both renal arteries were covered by the trunk ipsilateral leg as planned. Then, an aorta extender endoprosthesis was implanted proximally of the trunk ipsilateral leg endoprosthesis. After all devices were implanted, around the proximal neck was coil embolized. Then, it was observed the blood flow of the sma was not well, therefore an angiography was performed. The angiography revealed that the aorta extender endoprosthesis covered the ostium of the sma slightly. A stent was implanted in the sma. It was confirmed, there was no endoleak and no access vessel injury, so the procedure was concluded. On (B)(6), 2023, it was reported the patient died. The physician stated that the aorta was shaggy. Reportedly, the ostium of the sma was difficult to confirm by a image. Following additional information was received. The patient died due to a hepatic infarction. The hepatic infarction was caused by the thrombus scatter from the shaggy aorta due to the catheter manipulation. The liver caught damage due to scattered thrombus and it led to the hepatic infraction.

Manufacturer narrative:
H3: code ¿other¿ was selected as no device information (implanted, explanted, discarded) is available and no device was returned. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.